Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support that a fluid leak occurred during treatment on the liberty select cycler. Fluid was discovered during fill 1 of 4 of treatment. Fluid leaked from a small hole in the patient line of the liberty cycler set. It was stated that fluid was discovered on the external of the liberty cycler set cassette. No alarms or messages were received. The pd registered nurse (pdrn) stated during follow-up that the patient did not report the event to the clinic. No symptoms, adverse events, serious injuries, or required medical intervention was reported to the clinic since the reported event date. Review of the treatment record confirmed that the patient completed treatment on the liberty select cycler on the night of the reported event. The cycler remains with the patient for continued use.

Manufacturer narrative:
Correction: g4 (PMA/510(k)), h8 (usage of device) plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The complaint investigation did not find objective evidence indicating a product problem, thus the complaint is unconfirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support that a fluid leak occurred during treatment on the liberty select cycler. Fluid was discovered during fill 1 of 4 of treatment. Fluid leaked from a small hole in the patient line of the liberty cycler set. It was stated that fluid was discovered on the external of the liberty cycler set cassette. No alarms or messages were received. The pd registered nurse (pdrn) stated during follow-up that the patient did not report the event to the clinic. No symptoms, adverse events, serious injuries, or required medical intervention was reported to the clinic since the reported event date. Review of the treatment record confirmed that the patient completed treatment on the liberty select cycler on the night of the reported event. The cycler remains with the patient for continued use.